Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
The peritoneal dialysis (pd) patient reported to fresenius technical support that a fluid leak was identified after cancelling treatment on the liberty select cycler. Fluid was discovered in the pump module area as well as on the external of the liberty cycler set cassette. The m31 air detected in cassette alarm was received multiple times during drain 1 of 5. No adverse event, serious injury, or required medical intervention was reported. The patient stated that the cycler would not be re-setup and they would not revert to manual exchange to complete treatment. The sample was not returned to the manufacturer for physical evaluation. No additional information was provided.

Event description:
The peritoneal dialysis (pd) patient reported to fresenius technical support that a fluid leak was identified after cancelling treatment on the liberty select cycler. Fluid was discovered in the pump module area as well as on the external of the liberty cycler set cassette. The m31 air detected in cassette alarm was received multiple times during drain 1 of 5. No adverse event, serious injury, or required medical intervention was reported. The patient stated that the cycler would not be re-setup and they would not revert to manual exchange to complete treatment. The sample was not returned to the manufacturer for physical evaluation. No additional information was provided.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.